Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient's controller is displaying the message "e stim ipg is dead." Patient may undergo surgical intervention to address the issue.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.